Event description:
It was reported that the user experienced persistent occlusion alerts while using a steel contact detach infusion set, and the alert did not clear despite initial attempts to resolve it. Customer care provided support that included troubleshooting and user education provided remotely. Investigation of this case revealed that the occlusion resolved after replacement of disposable supplies, indicating a supply-related obstruction or setup issue rather than a pump malfunction. No symptoms associated with disrupted insulin delivery consistent with an occlusion event. Outcomes included resolution of the alerts and restored therapy after a full supply change using a new box and installing the cartridge on the pump before attaching the connector. It was concluded, based on previously established findings for similar reports, that the cause was user setup or consumable-related occlusion corrected by proper replacement and installation.